Event description:
Customer reported being hospitalized due to low blood glucose. Troubleshooting was performed and last alarm in history was a low reservoir alarm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.